Event description:
Patient states that the essure device was placed in (B)(6) 2013. Post procedure patient has been feeling ill. She suffers from massive hair loss, (B)(6) weight gain, abdominal cramping, heavy periods with clots, irregular menses, severe anemia, migraine cluster headaches, inflammation, muscle aches, fatigue, pain during intercourse, anxiety and ppsd. Device has migrated into her uterus and she is scheduled for a hysterectomy (B)(6) 2016. Patient has a nickel allergy and was not informed of metal contents of device before placement. Some days she is unable to get out of bed due to pain.